Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient initially underwent a posterior fusion from the occiput-c6. Sometime post-operatively the patient's head was injured during a fall. X-rays were performed and showed the rod appeared to be disconnected from the adjustable occipitocervical plate. According to the report, the physician performed a revision surgery on the patient and found that the set screw holding one of the rods was still connected to the plate. However, it was reported that the set screw and plate appeared to have "moved up the rod to the point it came off and disconnected from the rest of the construct" due to the impact of the patient's fall. The set screw was removed during the revision and "the rod was reduced down into the tulip of the adjustable occipitocervical plate". A new set screw was implanted to re-attach the rod to the plate using a torc-limiting driver, then hand-tightened. No patient complications were reported.